Event description:
Mastisol was used in conjunction with steri-strips after sutures were removed. After a week, the steri-strips began to fall off and reveal very red, weepy, peeling skin. After going to the dermatologist for a f/u, I was informed that I'd had an allergic reaction. Upon reading about the product, I learned that these reactions aren't uncommon, and can be very painful. The physician's assistant showed me the vial of the product, so I could verify the name.